Event description:
It was reported that the programmer rf (radio-frequency) head was found in the trunk of the car, and it had a frayed cord and telemetry issues; devices could not be interrogated. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).